Event description:
As reported by the user facility: during the process of returning the pt's blood manually, air was observed at the needle and stopped. Pt was sent to the hospital for observation and later released and returned home. Customer stated that he did not believe that machine had anything to do with the incident that the machine performed correctly and that this was operator error. MFR: 3002879653-2013-00429.